Manufacturer narrative:
Event date: this event occurred during the unspecified date of december 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a defect on the side (cut/burned). The issue was identified before use. There was no patient involvement. No additional information is available.